Manufacturer narrative:
Investigation of the data logs revealed that the root cause to the false low glucose result is a combination of a sensor measuring in the low end of the control range on qc and a worst case sample for this sensor. The sensor has a very high consumption of oxygen in the enzyme layer for the metabolism of glucose. The sample has a very high concentration of blood glucose (outside reportable range) and a very low concentration of blood oxygen. This is a resubmission of a report submitted on 10/26/2016. In the original report MFR report# was incorrect. The date of this report is the date the original report was submitted.

Manufacturer narrative:
In follow-up #1 "device evaluation" should have been ticked. Radiometer has on (B)(6) 2017 performed a clinical reassessment of the event and concluded that serious injury did not occur as a result of this event. In the initial report for this event, "adverse event" was ticked and "required intervention to prevent permanent impairment/damage (devices)" was ticked. These ticks should be removed.

Manufacturer narrative:
Data logs from the analyzer has been requested. The result of the investigation of the data logs will be included in a follow up report.

Event description:
The customer reported that the abl90 flex reports lower glucose results compared to the neighboring abl90 flex and that the results do not match clinical interpretation of the patient. It is reported that the customer was treating the patient by dose with the readings of 500, but switched later to an insulin drip when the 800 value was read. The customer believe that they should have started the drip sooner had they known that the value was 800 instead of 500.